Event description:
Reportable based on device analysis completed on 21mar2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 36mm x 3mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 38 x 3.00 promus select drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event - over (B)(6) years old. Device evaluated by MFR.: promus select ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the distal region lifted and pulled proximally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.